Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. If any additional information is received, a supplemental report will be submitted.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "a/w (air/water) socket loosened." Involving video colono scope model ec38-i10cf2/serial (B)(4). There was no report of death, serious injury or other significant/important medical event. No further information was provided at the time of the report. The device was returned to pentax medical (B)(4) service workshop where the following was confirmed: objective lens cracked. A/w socket loosened. Electrical safety test failed. Operation channel slight leak.